Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that resistance was felt when filling the cartridge during the load sequence. In addition, it was reported that excessive air bubbles were seen coming out of the cartridge. The customer's blood glucose level ranged from 90-180 mg/dl. Customer changed the cartridge to resolve the issue.